Manufacturer narrative:
There is an instruction that states, "do not use the cord as handle" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges heating pad controller sparked and burned her right breast. There was not a report of property damage with this incident.